Event description:
The customer reported the system had error message displayed. The system did no pt harm.

Manufacturer narrative:
The ge service rep replaced two scsi hard drives and the scsi hard disk controller. He reloaded the existing software and configured the dicom. He also configured the rest of the software and tested the system for proper operation.